Manufacturer narrative:
Additional information received 23 jul.

Event description:
23 jul 2024 customer response: it is not reported any serious injury/life threatening harm to the patient directly due to the event. The event was directly reported by the customer to nids and if there¿s any patient related adverse event had been occurred, it may be described together but it is not indicated any patient related adverse event.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 3270281. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample evaluation could not be performed. At this time, an exact cause could not be determined for this incident. We strongly recommend closely following the instructions for use when connecting and disconnecting the bd posiflush sp syringe. Always connect and disconnect the syringe by screwing/unscrewing completely. Never pull or bend the syringe as that may result in tip breakage. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd posiflush sp tip broke. The following information was provided by the initial reporter, translated from chinese to english: when connecting 3-way 10cm extension, bd posiflush 10cc syringe tip was broken. Another device was used to complete the procedure.

Manufacturer narrative:
E.1. (B)(6).